Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the postoperative result is hyperopia (approximately 2d) and were considering iol replacement. The sample was not available as it still remains in the patient's eye. They are considering a method of removing the iol optical part without cutting it (using cartridge pull-through technique, the fukuoka iol removal forceps). Astigmatism correction was good. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).